Manufacturer narrative:
Thermirf generator was evaluated on may 22, 2018. All parameters were in calibration and generator testing found no failure. Thermal camera is route for evaluation.

Event description:
Physician called stating patient experienced 'full thickness burns (3 degree)' to the submental region of the neck after the procedure on (B)(6) 2018.